Manufacturer narrative:
(B)(4). Date of event: publication date (B)(6) 2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article title: one anastomosis gastric bypass vs. Roux-en-y gastric bypass: a 5-year follow-up prospective randomized trial authors: luis level, alejandro rojas, silvia piñango, yubisay avariano citation: langenbeck's archives of surgery (2021); 406: 171¿179. Doi: https://doi.org/10.1007/s00423-020-01949-1. The objective of this prospective, comparative, and randomized study was to compare the outcomes of a relatively novel technique oagb with rygb in terms of complications, percent of excess weight lost (%ewl), resolution of comorbidities, operative time, use of stapling reloads, postoperative pain, and hospital stay. Between august 2012 to july 2013, a total of 28 female patients who met the inclusion criteria underwent bariatric surgery. These patients were randomly assigned (1:2) to two groups: 9 patients (mean age = 37.5 ± 6.6 years; bmi = 42.9 ± 5.5) for oagb and 19 patients (mean age = 36.8 ± 9.3 years; bmi = 42.6 ± 5.9) for rygb. The stapling material used for all procedures was echelon (ethicon) 60 and 45 linear stapler; 60 mm blue cartridges for gastric pouch; 45 mm white cartridges for gj anastomosis; and 45 mm white cartridges for jj anastomosis and exclusion of biliopancreatic limb. Reported complications included postoperative pain with vas level 3 to 8 (n=28); abdominal distension and postoperative ileus (n=2) which improved with medical treatment. In conclusion, at 5-year follow-up, patients of both techniques achieved similar outcomes in terms of %ewl and resolution of comorbidities, without early or mid-term major complications and no mortality. Oagb demonstrated less use of surgical stapling and unexplainably less postoperative pain compared to rygb.